Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a bolus that was too large for their needs. The customer's blood glucose (bg) level subsequently decreased, displaying ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids; nature of fluids was not known, and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.